Event description:
The ge oec 9800 fluoroscopy system had boot up issues. System would not always complete boot sequence.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive that was removed and replaced, eproms were flashed and software and calibration files re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.